Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. It is unknown if the device is available for evaluation. The device has been requested to be returned; however, it has not been received. Without the returned device, a probable cause is unable to be determined.

Event description:
An email was received regarding a burette set that was observed to have disconnected during patient use. The reporter stated the tubing disconnected from the burette. Unknown medication. Someone became aware of the issue when the tubing came apart. There was patient involvement, no adverse event, and no one was harmed as a result of the reported event.

Manufacturer narrative:
D9 - date returned to MFR: 2/23/2026. Received one (1) used 011-c7014 add-on 150 ml burette sets for inspection. The tubing was separated from the burette. The tubing and burette were evaluated for uv marker under uv light. There were gaps in solvent coverage. The reported complaint can be confirmed. The probable cause is due to insufficient solvent applied during manual assembly in manufacturing. The lot history was reviewed; no nonconformities were identified that may have contributed to the reported complaint. A corrective and preventative action (CAPA) plan has been implemented to address the identified issue. The outcome of the CAPA is currently under evaluation and is not yet finalized.